Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed. In addition there was a crack on the right plunger case and bottom case. The motor rate error was evidenced in the event history log. An occlusion test was performed. The investigator was unable to duplicate the motor rate error. In addition, the investigator was also unable to determine the root cause of the intermittent error that was shown in the log. The problem source of the reported product problem was unknown. A root cause was not established. The investigator also noted that the pump was previously sent in for repair sometime in (B)(6) 2016 for a motor rate error. During this time, the motor assembly, worm gear, leadscrew and clutch halves were replaced to fix the problem.

Event description:
It was reported that there was a motor rate error on the pump. The pump was not involved in any patient incident, and is primarily used for feeding. No patient injury or complications were reported in relation to this event.